Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-11-22. . It was reported the patient had previous ins taken out due to infections. The patient was getting ready to have another stimulator implanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that cultures were taken at the ins site. There was white/yellow drainage noted on the dressing over the ins site before surgery with redness around the wound edges. The culture results were unknown at this time. The hcp irrigated the site and trimmed edges of wound before closing site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient felt drainage at the ins site on (B)(6) 2019. It was reported that the drainage was yellow-looking pus. It was noted that the patient is a semitruck driver, and the ins had been rubbing on the back of the seat. The patient went to the ER and was prescribed clindamycin. The ins, leads, and anchors were explanted on (B)(6) 2019. No further complications are anticipated.